Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. Broken battery cap noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. Customer does not have a new battery that meets IFU guidelines to test with the pump. Advise the customer we will ship a replacement battery cap. Advise to insert a new battery as soon as possible, if display does not return revert to a back-up plan per healthcare provider instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.